Event description:
Sorin group (B)(4) received a report that the 3t heater-cooler displayed an error message and lost function during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the 3t heater-cooler displayed an error message and lost function during a procedure. There was no report of patient injury. A replacement pump assembly was sent to the customer. Both the customer and distributor for the facility were contacted multiple times for return of the replaced parts, but they never arrived at sorin group deutschland. It is unknown whether the parts were not returned or if they became lost in transit. Because no parts were received, no investigation into the reported issue could be performed and a root cause could not be determined. A review of the DHR was unable to identify any concession, deviations or non-conformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, corrective action will be recommended. Several attempts made to retrieve parts.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.